Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. The fse replaced multiple hardware components including the sample syringe and case, reagent syringe and case, sample probe, dispenser assembly, mix bars, and reagent probe which resolved the issue. (B)(4).

Event description:
The customer reported the generation of elevated glucose results for an unspecified number of patients on their au480 clinical chemistry analyzer. The erroneous results were released out of the laboratory, and the results were questioned by physicians. However, there was no report of an injury or illness to the patient attributable to the output from the device in this event. The customer stated results for approximately 30 patients were all recovering over 100 (units not specified). The customer was unwilling to provide patient data.